Event description:
Upon the 3rd inflation, the balloon ruptured causing blood to back flow, into the balloon and inflation device, and for that reason they decided to get a new balloon and inflation unit.

Manufacturer narrative:
The product was not returned, therefore, we do not have a lot number to identify the device mfg date. The product will not be returned; it was disposed. Date: 07/06/06. Spoken with rep. The following information was obtained: the vessel where the device was used was very calcified and they had difficulty placing the balloon in the lesion.